Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) multiloc humeral nail was used for a proximal humerus fracture case. Drilling of the most distal hole for distal locking was done without problem. However, when drilling the proximal hole for distal locking, the drill was interfered with the nail. The surgeon stated that after the surgery a newly created fracture was confirmed at the site of the distal end of the nail. The surgeon considered it as the cause of the failure, because it was not found before distal locking. 10-minute surgical delay was reported. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The investigation of the complaint articles has shown that: all relevant features are in accordance to the specification and all functions have been tested and meet the specification. No misalignment of the aiming arm has been found as described in the complaint description. Additional cmm inspections, measuring of (B)(4) with cmm (coordinate measuring machine): in accordance to the complaint measuring data protocol, no deviation has been detected and values meet specifications. Product investigation summary/conclusions: the interferences between nail and drill occurred most probably because of a combination of different influencing factors: excessive tightening of the connection screw, using the trocar to create a starting point for drilling, other forces (i.e. Small incisions) on the entire construct/assembly. All these factors are described in the current surgical technique ((B)(4)) therefore, the complaint is deemed ¿invalid¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.